Event description:
Per complaint (B)(4), a dental implant migrated into a patient's sinus. The event was discovered during clinical procedure. Infection was also reported. The implant was removed six months after initial placement.